Event description:
The patient underwent successful angioplasty and stenting of the stenosed right middle cerebral artery and was discharged two days post the index procedure. However, four days post procedure, the patient was admitted for left-sided facial numbness and weakness associated with left hand numbness, a possible facial nerve paralysis. A cerebrovascular accident was ruled out. A venous ultrasound study (venous doppler) revealed an acute deep venous thrombosis (dvt) involving the right common femoral vein. Lovenox (dose unknown) was administered subcutaneously, and coumadin (dose unknown) was begun to treat the dvt. The patient was discharged two days later with instructions for home care monitoring for the purpose of coumadin and lovenox treatment adjustment.

Event description:
The patient underwent successful angioplasty and stenting of the stenosed right middle cerebral artery and was discharged two days post the index procedure. However, four days post procedure, the patient was admitted for left-sided facial numbness and weakness associated with left hand numbness, a possible facial nerve paralysis. A cerebrovascular accident was ruled out. A venous ultrasound study (venous doppler) revealed an acute deep venous thrombosis (dvt) involving the right common femoral vein. Lovenox (dose unknown) was administered subcutaneously, and coumadin (dose unknown) was begun to treat the dvt. The patient was discharged two days later with instructions for home care monitoring for the purpose of coumadin and lovenox treatment adjustment.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device was successfully implanted; therefore, analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material assembly and performance specifications. There is no indication from the investigation or information provided that the reported event is related to product specification, nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.